Event description:
The facility reported a fail code 810:04. Despite baxter's efforts to obtain additional information, no information regarding whether or not the device was in use on a patient when this failure occurred was not available, and no additional contact information was available. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.